Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high readings and absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was 460 mg/dl after 29 units of insulin. The customer was hospitalized for diabetic ketoacidosis. The customer was given IV at the hospital. The customer declined to troubleshoot for high readings and absence of no delivery.